Event description:
It was reported that the patient experienced shortness of breath. There were intermittent p-waves on the atrial channel, and high atrial thresholds had been exhibited in the past. Reprogramming was performed, changing to a single chamber fixed rate. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.